Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the y fitting to the diff mixing chamber was disconnected. The fse replaced the fitting resolving the leak and erroneous results. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported approximately 10 mls of contained cleaner leaked around the mix chambers and transport area in the unicel dxh800 coulter cellular analysis system following a shutdown procedure. The customer also reported one patient sample recovered with erroneous diff results and no suspect messaging during the event. Per documentation, r flagging for the diff parameters appeared on one run of controls and on the first run of a patient sample. The patient sample displaying the r flagging was not sent by the customer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were generated. The erroneous results were not reported out of the laboratory. There was no change or effect to patient treatment in connection to the event.